Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'failed the flow accuracy test' could not be reproduced during evaluation. The flow test ran device as delivery rate 40ml/hour and 2nd delivery rate 125 ml/ hour( run time 60 minutes) and 1st volume to be infused (vtbi) 40 ml/hour and 2nd vtbi 125 ml/ hour and got result 40.527 and 119.445. The device passed the flow accuracy test within specification. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the accuracy test during testing. There was no patient involvement. No additional information is available.